Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2014 with diabetic ketoacidosis. He experienced e4 (occlusion errors) for 2 days on his infusion device and his blood glucose level continued to rise. His blood glucose level reached 20 mmol/l, that is when he went to the hospital. He was treated with an IV of insulin and fluids and was released from the hospital on (B)(6) 2014. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.